Manufacturer narrative:
(B)(4). The device involved was not returned to the manufacturer for evaluation. However material from the production line was verified and no issues were found that can lead this customer complaint. The device history record of the batch number reported has been reviewed, and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the tubing disconnects from the mask during use. No patient injury or consequence reported. Patient condition reported as "fine".